Event description:
Ivf leaking at tpn filter. Extension set microbore trifuse, 3 bonded maxzero¿ needle-free connectors, 0.2 micron filter, 3 slide clamps (red, white, blue) , spin male luer lock. Manufacturer response for extension set microbore trifuse, 3 bonded maxzero needle free connectors, 3 bonded maxzero needle free connector (per site reporter): multiple reports placed on this device, no response from manufacturer. I have reached out to manufacturer today, requesting follow up.